Event description:
During scheduled surgical procedures, some non-sterile gloves in contained box found to be shredded and dirty when pulled from "clean" unused box. Box and remaining gloves removed from room and disposed of. Remaining non-sterile gloves were not used for patient care. Glove information: curad versatile nitrile exame gloves 150 count. Large ref number: (B)(4). Lot# mh205949095. Manufactured [redacted date], expires [redacted date]. Product of medline.